Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the table movements and not all the geometry movements were available. Review of the system log file showed that there was an enmv high on start up error. Rse checked the control module and found a radial arm board leaning on a button. All movements were restored after the radial arm board has been moved. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There is no issue with the philips system and the issue was restored after the radial arm board has been moved from the control module button. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the table movements and not all the geometry movements were available. The system was in clinical use. No user or patient harm has been reported.